Manufacturer narrative:
(B)(4). D4: model/catalog/serial/lot/unique identifier (UDI) number - correction. H2: correction/additional information. H4: device manufacturer date - additional. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.